Event description:
It was reported that the motor drive unit would not turn the disposable hand piece during an in-service presentation. The same disposable hand piece was attached to a second motor drive unit, and the blade turned as expected. There was no pt involvement.

Manufacturer narrative:
The actual device involved in this event was returned for eval. The eval found that the pneumatic switch was defective. The switch does not respond to foot pedal activation; therefore, the disposable hand piece does not turn. A review of the device mfg records was conducted and the device met all finished goods release criteria.